Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "no video image" involving pentax medical video gastroscope, model eg36-j10ur-us, serial number (B)(4). The event was reported to occur before use. There was no report of death, serious injury, or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on (B)(6)2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the user complaint but did document the following inspection findings: residue on objective lens, passed wet leak test, passed dry leak test. Model eg36-j10ur-us, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. The endoscope was approval by final qc on (B)(6) 2021 and was delivered to the customer under delivery order (B)(4). This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4) no clinical signs, symptoms or conditions (B)(4) no health consequences or impact medical device problem code: (B)(4) no display/image. Component code: (B)(4). Type of investigation: 10 testing of actual/suspected device. If additional information becomes available, a supplemental report will be filed with the new information.